Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that during the implant attempt there was a right ventricular coil separation and a possible insulation issue. The physician decided to implant a different lead. No patient complications were reported as a result of this event.